Event description:
New information noted that the device was explanted and replaced on (B)(6) 2018 due to normal battery depletion. The patient was stable throughout.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was received with eri triggered with battery voltage above eri levels. Analysis of device image indicated elective replacement indicator flag was falsely triggered prior to explant. Eri being triggered is consistent with device pacing at high output mode due to auto capture being enabled. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device had reached the elective replacement indicator during a routine follow-up in clinic. Upon device interrogation, the eri alert appeared to be false. The false eri was suggested to be cleared and the patient will continue to be monitored.